Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 6 had failed and the device was not detected on the bus. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section b describe event or problem to reflect no delay to patient care and section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that drawer 6 was offline. It was identified as a matrix drawer, and the issue was caused by a loose pyxibus cable. The fse reseated the cable and successfully recovered the drawer. The customer was able to access medications without any issues. All tests were completed successfully, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system drawer was not detected on the bus. However, there were no delay to patient care and adverse events or injuries reported based on this incident.